Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced pocket discomfort. The pulse generator was explanted and a smaller device was implanted. The patient was fine and has not experienced pain after the procedure.